Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble anomaly. Customer's blood glucose level was 7.8 mmol/l at the time of incident. Customer reported that they received no delivery alarm. Customer stated that the insulin exited and cannula was not bent. Customer also stated that not sure there was bubble in tubing and now she can see the bubble in the reservoir. The customer troubleshoot was performed. Product will not be returned for analysis.